Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical. The correct catalog number is 14202. The correct lot number is 19415. The correct expiration date is 08/21/2017.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Lot #: correction: 19415 to unk. Lot # provided is not a valid number. Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), trending analysis, and concomitant product evaluation. ¿ the DHR was not reviewed as the lot number is unknown. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." Trending analysis was not performed as the lot number is unknown. The concomitant sterrad 100s was evaluated by the fse and corrective maintenance was performed. It is inconclusive whether the maintenance performed is related to the complaint issue. The product was not returned; therefore, no visual analysis was performed. However, the customer stated the color change was lighter than the comparator bar which indicates pass and that the same lot changed color correctly in another sterrad load. There is insufficient information to determine an assignable cause. The issue will continue to be tracked and trended.